Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the patient's leads exhibited low impedances as well as noise. No intervention was reported, and the patient is reportedly in good condition.

Manufacturer narrative:
(B)(4) a partial lead with the connector pin measuring 17.5cm was returned for analysis. External insulation abrasion was noted at 6.6-7.4cm from the connector pin, consistent with lead friction to the ICD can. A fracture of the re sensing cable was noted and the insulation tubing to inner coil was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
New information received notes that the patient received inappropriate atp therapy. An insulation anomaly, low impedance, and noise were observed. The lead was explanted. Patient was in good condition.